Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - (B)(6) 2009. 5076 implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after passing out and striking their head. The patient's heart rate was determined to be in the 20's. The device exhibited no pacing or magnet tone, and it was not possible to establish telemetry. The device was explanted and replaced. Additionally, during the replacement procedure, it was noted that the left ventricular (lv) lead exhibited possible insulation damage. The lv lead was cut, capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analysis of the battery from the returned device has concluded. Based on the destructive analysis results, no internal short occurred in the battery. The li anode showed localized discharge along the edges and severing in turn 6.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.